Event description:
It was reported that the patient presented in the or for device change-out due to normal eri. Externalized conductors were observed via cine. All electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 40 to 40.4cm from the distal tip, consistent with friction to the ICD can, exposing the re cable. External insulation abrasion sites were noted at 19.3-19.4cm from the distal tip, also exposing the re cables. Sites of internal insulation abrasion were noted at 10.9-12.4cm, 9.1-9.5cm, 7.5-7.6cm from the distal tip, and 6.5-6.8cm from m the distal tip, below the rv shock coil, exposing the rv cable. Externalized conductors were noted at 8.8-12.2cm from the distal tip, exposing the re.